Manufacturer narrative:
Comorbidities: hypertension, atrial fibrillation, valvular heart disease, and hx of mitral valve repair. Medications: aspirin and warfarin. Communication/interviews- additional information in regard to the event of the case was requested. The provided additional information is captured in the event description. Device not accessible for testing: the medical device remains implanted and was therefore not available for return and evaluation. No device problem found: a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to: aortic expansion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2019, patient underwent treatment of a thoracic aortic aneurysm, zone 0, with gore® tag® thoracic branch endoprostheses and one conformable gore® tag® thoracic endoprostheses. The maximum aneurysm diameter measured 63.2mm. According to the report all devices were positioned and implanted without issue. At the one month follow up the maximum aneurysm diameter measured at 56mm. On (B)(6) 2019, follow up computed tomography (CT) images, revealed a type ii endoleak. No aneurysm enlargement was noted at this time and no reintervention was required. Refer to psts case 42794 where the type ii endoleak was previously documented. It was reported that follow up computed tomography (CT) images dated (B)(6) 2022, revealed a type 1b endoleak. The maximum aneurysm diameter measured 67mm. A reintervention is scheduled in order to treat the patient but no date for the procedure has been set. The event is ongoing.

Event description:
At the 36 month follow up a CT evaluation was performed (B)(6) 2022. The maximum aortic diameter was 67mm. The source of the endoleak was unable to be identified or determined. Aortic component, indeterminate. This was previously reported as a type I distal endoleak. A follow up stent intervention was performed (B)(6) 2022.